Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: (B)(4) defibrillator and (B)(4) defibrillator lead implanted on (B)(6) 2016. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650 / expiration date: 2017-01-31 UDI #: (B)(4) return date: 2018-07-13 device evaluation anticipated, but not yet begun mfg date: 2016-01-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650 / expiration date: 2017-12-31 UDI #: (B)(4) return date: 2018-07-13 device evaluation anticipated, but not yet begun mfg date: 2016-12-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4) / model #: 1650 / expiration date: 2018-01-31 UDI #: (B)(4) return date: 2018-07-13 device evaluation anticipated, but not yet begun mfg date: 2017-01-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650 / expiration date: 2018-01-31 UDI #: (B)(4) return date: 2018-07-13 device evaluation anticipated, but not yet begun mfg date: 2017-01-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4) / model #: 1650 / expiration date: 2018-01-31 UDI #: (B)(4) mfg date: 2017-01-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2018-11-30 UDI #: (B)(4) return date: 2018-07-13 device evaluation anticipated, but not yet begun mfg date: 2017-11-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power switching occurred. The controller remains in use and the batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: five batteries (B)(4) were returned for evaluation. One controller (B)(4) and one battery(B)(4) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller, (B)(4), was not in use during the reported event. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and premature power switching due to a communication error involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: e1, h3, h10 a supplemental report is being submitted for corrections. E1 initial reporter facility name corrected from (B)(6) hospital, postal code corrected from 48105 to 48109, fax number corrected to (B)(6) phone number corrected from (B)(6) email corrected to (B)(6). H3 device evaluated corrected to yes and evaluation summary attached corrected to selected. H10 as a result of review on the complaint file, this report contains an update to the product event summary to reference the formal investigation associated with the reported failure and also updates applicable FDA results and/or conclusion code(s) to more accurately reflect what is in the complaint file. The previously reported failure and investigation findings remain unchanged. Additional product serial # (B)(6) d4 catalog # corrected to 1650, d10 return date corrected from 03-oct-2018 to 13-jul-2018, and device returned to manufacturer corrected to yes. Additional product serial # (B)(6) d4 catalog # corrected to 1650, d10 return date corrected from 03-oct-2018 to 13-jul-2018, device returned to manufacturer corrected to yes, h6 FDA conclusion code(s) corrected from 12 to 12, 4307. Additional product serial # (B)(6) d4 catalog # corrected to 1650, d10 return date co rrected from 03-oct-2018 to 13-jul-2018, and device returned to manufacturer corrected to yes. Additional product serial # (B)(6) d4 catalog # corrected to 1650, d10 return date corrected from 03-oct-2018 to 13-jul-2018, device returned to manufacturer corrected to yes, h6 FDA results code(s) corrected from 3213 to 213 and FDA conclusion code(s) corrected from 12 to 67. Additional product serial # (B)(6). D4 catalog # corrected to 1650 and h3 device evaluated corrected to yes. Additional product serial # (B)(6). D4 catalog # corrected to 1650de, d10 return date corrected from 03-oct-2018 to 13-jul-2018, device returned to manufacturer corrected to yes, h6 FDA results code(s) corrected from 3213 to 213 and FDA conclusion code(s) corrected from 12 to 67. Product event summary: five batteries (bat312983, bat550585, bat550659, bat551008, bat589823) were returned for evaluation. The controller and one battery (bat551006) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller was not in use during the reported event. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat551006, bat550659, bat550585, and bat312983 and premature power switching due to a communication error involving bat550585. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: d4: catalog #: 1650 / serial #: (B)(6) d10: yes, return date: 13-jul-2018 dev rtn to MFR? Yes d4: catalog #: 1650 / serial #: (B)(6). D10: yes, return date: 13-jul-2018 dev rtn to MFR? Yes h6: FDA conclusion code(s): 12, 4307 d4: catalog #: 1650 / serial #: (B)(6) d10: yes, return date: 13-jul-2018 dev rtn to MFR? Yes d4: catalog #: 1650 / serial #: (B)(6) d10: yes, return date: 13-jul-2018 dev rtn to MFR? Yes h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: catalog #: 1650 / serial #: (B)(6) h3: yes d4: catalog #: 1650de / serial #: (B)(6) d10: yes, return date: 13-jul-2018 dev rtn to MFR? Yes h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.